Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the ¿jaw became unseated from shaft¿. The instrument was found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Probable root cause is attributed to damage through external collisions, during use, or during reprocessing. On 03/12/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: jaw became unseated from shaft. A new instrument was used to complete the case.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the force bipolar instrument had an issue. The jaws were unseated from the shaft. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.